Event description:
Both breasts capsulated. Dr performed closed capsulotomy on both breasts on 2 consecutive office visits. Rptr could not lie on her stomach because it was like "lying on 2 baseballs." When the dr manually squeezed each breast "popping" sounds as well as "squishing" sounds were heard and both of her breasts softened slightly but became deformed upon any pressure at all. Her breasts have an erratic perimeter with "broken points" which protrude with any pressure. She can lie on her stomach with tolerable pain in her breasts. Any pressure on her breasts seems to try to force the gel out of the ruptured portions of what was once capsulated and this causes much discomfort.